Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021. Product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they started steadily increasing stimulation settings as needed to address their pain symptoms. Pt assumed that had an impact on how long the ins battery would last and noticed they were charging their ins more often (daily). Pt said they didn't know if they should increase the settings even higher or not, as they didn't want to charge even more frequently; wondered what factors contributed to ins battery depletion. The patient was redirected to their healthcare provider to further address the issue. Agent explained pt could meet with a manufacturer representative (rep) to discuss reprogramming if desired - different adjustments might allow ins to hold charge longer. No symptoms were reported. Additional information was received from the patient. They reported that they thinks their leads could have migrated. They said they told nurse practitioner that they would like to see a rep for reprogramming.

Event description:
Additional information received from the manufacturer representative reported that they met the patient on (B)(6) 2023 and an x-ray showed the leads had migrated from the top of t8 to t9/20 disk space and top of t9. The cause was not determined and the patient was reprogrammed to high density settings. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.